Event description:
Via spontaneous call, patient reported that pump is beeping for "no disposable, pump won't run." She shut off pump and then restarted, which resolved alarm. Then when she came back from pulmonary rehabilitation, the alarm went off again. She switched the cassette to her other pump and other pump alarmed for same error message. Patient confirmed that cassette was properly attached to pump and no kinks in intravenous line. Advised that current cassette may be faulty, triggering pump alarm and instructed patient to change to new premixed cassette (patient has 1 more left). While on the phone, as one last effort, patient tried to detach and reattach current cassette, but alarm was not resolved. Patient verbalized to use new cassette. No other information known. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.